Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (800 mcg/ml at 600 mcg/day) and bupivacaine (30 mg/ml at a calculated dose of 22.5 mg/day) via an implanted pump. The indication for pump use was malignant pain and other pain indications. On (B)(6)2017 it was reported that a critical pump alarm was heard and confirmed by telemetry. The pump logs indicated "low battery reset occurred" and "safe state occurred" on (B)(6)2017. The physician gave the patient a one-time bolus and would be scheduling the patient for a pump replacement. The patient had pain which had come on suddenly. No further patient complications have been reported as a result of this event.